Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an increase in the capture threshold resulting in pacing inhibition was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed a dislodgement of the rv lead. During the revision procedure, a guidewire was unable to be inserted into the rv lead. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold, and failure to advance the guidewire. As received, a complete lead was returned in one piece for analysis with the helix extended and clogged with blood/tissue. The full helix extension length was measured within specification. The reported event of failure to advance the guidewire was confirmed. X-ray examination revealed that all filars of the inner coil at the connector region were broken/separated due to being overtorqued. The cause of the failure to advance the guidewire was due to the inner coil being overtorqued, which is consistent with procedural damage. The reported event of high capture threshold was not confirmed. Electrical testing revealed conductor discontinuity and internal shorts due to the overtorqued and broken filars of the inner coil, which is consistent with procedural damage. All the damages revealed are consistent with procedural damage.